Manufacturer narrative:
The customer contacted siemens customer care center and reported that the instrument triggered "bad cuvette" and process errors on the dimension exl with lm instrument. The customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse performed the following: performed total site visit (tsv), performed preventive maintenance (pm), checked all alignments, replaced (loci) luminescent oxygen channeling immunoassay cup, replaced tubing, and replaced filter. Then, the cse reset the statistics and ran 40 baseline. The cse also ran system check and the customer ran quality control (qcs). The system check and qcs recovered acceptably. The cause of the discordant, falsely elevated cardiac troponin I (tni) results is unknown. When the customer initially called siemens, the customer reported that a discordant, falsely elevated tni result was obtained on a patient sample on the dimension exl with lm instrument on (B)(6) 2019. Siemens further investigated the issue and determined that the tni result of 0.148 ng/ml was not obtained for any sample on (B)(6) 2019. The siemens specialist observed that the result of 0.148 ng/ml was obtained on (B)(6) 2019 on two sample ids, which is indicated of this report. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni) results were obtained on 2 sample ids on a dimension exl with lm instrument. The customer reported that a discordant result of 0.148 ng/ml was verbally provided to the nurse and was not reported to the physician(s). The customer did not clarify the sample ID associated with the discordant result that was reported to the nurse. The samples were repeated on the same instrument, resulting lower. The customer reported that a repeat result for one sample was reported as < 0.017 ng/ml to the physician(s) and this result was consistent with the patient's previous tni results. It is unknown whether the other repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.